Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer reported using cartridge for 4 days. Tandem technical support informed the customer that this is off label per the user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 266 mg/dl.